Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision due to high impedances. The leads were replaced with new ones and the patient is reportedly doing well. The explanted lead will not be returned to bsc for analysis as it was discarded by the medical facility,

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: (B)(4).